Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported to a company representative by the user facility that a patient was experiencing a cranial spinal fluid (csf) leak 6 weeks after a (B)(6) 2015 acoustic neuroma surgery. The surgeon applied the cement in a surgical defect of 5cm. The cement was used in multiple layers to fill a void below the surface of the adjacent mastoid bone. The cement was covered with titanium mesh, upon which another layer of cement was added, and another layer of titanium mesh was applied. The surgeon confirmed the cement set properly. Due to the csf leak, a revision surgery was performed. During the revision surgery, the surgeon noted soft tissue revision and the site of the cement failure was not identified.